Event description:
Customer contacted cts to report consistent false negative results issued by the provue for a sample that was confirmed to react 2+ by manual gel and an anti-k was identified. (B)(4).

Manufacturer narrative:
On (B)(4) 2014 an ocd field engineer (fe) arrived at the customer site. Fe performed gel camera adjustments and fine adjustments. Checked the incubator and was in specification and obtained another reference image. Customer accepted the analyzer back into service after qc was ran and accepted. No incorrect or erroneous results were reported as a result of this reported concern. The investigation determined that the most likely root cause of this event was instrument related.